Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue pump use and call back if any further malfunction alarms occurred.